Event description:
It was reported that the device was tested before the surgery and was found to be leaking. The device was not used on the patient and no patient injury was reported.

Manufacturer narrative:
At the time of this report the device investigation had not been completed. Once the investigation is completed a follow-up MDR will be submitted.